Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Dexcom representative advised patient's mother to connect phone to charger, closed all applications running, and insert new sensor, which was unsuccessful. Dexcom representative then advised patient's mother to try pairing again with a second transmitter, which was successful. No additional patient or event information is available.